Manufacturer narrative:
Sorin group (B)(4) manufactures the s3 double head pump. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that the s3 double head pump displayed an error message during preventive maintenance. There was no pt involvement. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Manufacturer narrative:
Sorin group (B)(4) manufactures the s3 double head pump. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that the s3 double head pump displayed an error message during preventive maintenance. The sorin service representative was dispatched and checked the s3 double roller pump and could not trace back the fault to the pcb pkr communication computer. The pcb pkr was replaced and the pump was tested for 72 hours with no issues. Since this action there were no further issues reported with this device. The issue will be monitored for trends and if identified, corrections will be recommended.

Event description:
Sorin group (B)(4) received a report that the s3 double head pump displayed an error message during preventive maintenance. There was no pt involvement.